Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer also reported that they had sensor issues as well. The customer reported that the sensor showed low reading but actual blood glucose was 400 mg/dl. Troubleshooting was performed for sensor issue. The insulin pump will not be returned for analysis.